Manufacturer narrative:
The reported event was confirmed. Ports 3 and 4 would not reach 45volts during lesion tests. Rear cover was removed and then I found several burnt components on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to the rf control board.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During service of the unit, burnt components were identified. During service, ports 3 and 4 would not reach 45 volts during lesion test. The rear cover was removed and burnt components were identified on the rf control board.